Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance anomaly. No additional adverse patient effects were reported.